Event description:
Asr revision; asr xl; side hip: unknown; reason(s) for revision: pain and alval / soft tissue reaction. Update received: (B)(4) 2014 - corrected product type: asr resurfacing system, cross referenced, attached unanswered query document, filled mapped to mw fields. (B)(4) has all the same details as this com other than the products being different.(B)(4). File handler advised that the products on this surgeon confirmation form attached where incorrect, but as the hospital is yet to provide the correct amended surgeon confirmation form and confirmed that this patient is not bi-lateral then no updates or amendments can be made on this com - please see attached unanswered query document.

Event description:
Asr revision; asr xl; side hip: unknown. Reason(s) for revision: pain and alval / soft tissue reaction.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-29070. Report 1818910-2013-29084 will be rejected. Report 1818910-2013-29070 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.